Manufacturer narrative:
The event date is unknown in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: device history lot. Part: 04.168.000s. Lot: 5l65422. Manufacturing site: (B)(4). Release to warehouse date: aug 13, 2019. Expiry date: aug. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent the surgery for femoral neck fractures by using the proximal femoral nail antirotation system on (B)(6) 2020. During the surgery, the plate was found loose after the fixation. The surgeon was tried to adjust the position of the plate. Due to adjustment process it has three-time drill at distal end. On the following day, the patient started a full-weight rehabilitation. On (B)(6) 2020, the surgeon informed that the femoral subtrochanteric fractures had occurred when the patient fell. On (B)(6) 2020, re-operation was performed for the fractures by using the lcp-dhs system. The surgery was completed successfully without any surgical delay. The patient outcome was unknown. This complaint involves four (4) devices. This is report 1 of 4 for (B)(4).